Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced vaginal bleeding and vaginal discharge, and the device was removed. The device was not returned for eval.

Event description:
Additional info received from the pt included experiencing vaginal drainage due to erosion of the sling through the vaginal wall, vaginal odor and hematuria. Pt reported a bladder suspension procedure was performed at the time of the explant of the device, and incontinence has recurred. Co's directions for use outline as potential complications: "tissue erosion..."